Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2012 for a distal radius fracture a surgeon installed a plate and a va locking screw. Later the surgeon found that the screw was not locked, and was penetrated in the hole. The plate and screw were removed and changed, and the operation was finished. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the head thread is badly damaged. Typical damage when the screw went trough the plate. The screw was analyzed for conformance to print specification as well as the device history record was researched; no abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. No product fault could be detected. The device history record was reviewed with no complaint related anomalies noted.